Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After unpacking the 2.25x12mm taxus liberte coronary drug-eluting stent system, the physician observed the stent struts were stretched. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After unpacking the 2.25x12mm taxus liberte coronary drug-eluting stent system, the physician observed the stent struts were stretched. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken 6cm from the tip of the device. Kinks were also evident along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).